Event description:
The customer reported to olympus, that the intubation fiberscope had exterior peeling. There were no reports of patient harm. The device was returned and evaluated; during the device evaluation, the connecting tube coating was peeling (1mm squared or more) and part of the connecting tube had fallen off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: adhesive on bending section cover had a chip; adhesive around objective lens had corrosion; light guide lens had discoloration; control unit had a scratch and discoloration; venting connector under grip was shaved; the connecting tube, image guide protector, up/down angulation lever plate, grip, scope cover, diopter ring, and eyepiece had a scratch. Due to a cut on connecting tube, water tightness was lost. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. Due to damage, the angulation lever does not move smoothly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of phenomenon 1 "coating on the insertion tube was peeled off (equal to or greater than 1 x 1 mm" and phenomenon 2 "the resin section of the insertion tube fell off" was unspecified. It is possible that the defective event was caused by stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.